Event description:
It was reported by the sales rep that during a lap cholecystectomy, the electrode tip was broken off on the mayo stand. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). The device was received with the electrode tip broken off from the shaft but returned with the instrument. No further functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.